Event description:
It was reported that noise was observed on the newly implanted right atrial (ra) lead while trying to establish the pacing configuration, making it difficult to determine lead placement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5024m implantable pacing lead (B)(6) 1998.